Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed. Device was not returned however, visual inspection of the provided images noted that the device was broken into two pieces. The flexible shaft was separated near the tool attachment (¿chuck¿) end of the tool. At the point of separation, individual flexible shaft cables were twisted and frayed. Dimensional, functional & material analysis was not performed as no devices were returned. No medical records or x-rays were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that the flex shafts broke when drilling the screw holes & patient's bone was noted to be hard. The event of broken flex shaft was confirmed as per visual inspection of the provided images which noted that the device was broken into two pieces. The flexible shaft was separated near the tool attachment (¿chuck¿) end of the tool. At the point of separation, individual flexible shaft cables were twisted and frayed. The root cause could not be determined because the device was not returned for evaluation and insufficient information was provided. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During tha surgery, the flex shafts broke when drilling the screw holes. The patient's bone was hard. The broken pieces were all removed from the patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During tha surgery, the flex shafts broke when drilling the screw holes. The patient's bone was hard. The broken pieces were all removed from the patient.